Event description:
A revision was done 6 march as a result of screws backing out. During the revision when they were trying to replace a rod the rod reducer got stuck on the rod. The surgeon ended up removing the entire construct. Report 5 of 5.